Event description:
Additional information received identified the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable due to not recharging as recommended. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(Corrected data): explant date was reported unintendedly incorrect in the previous report (follow up 001). This report consists of correct information.

Event description:
Additional information received clarified the ipg was explanted and replaced on (B)(6) 2017. The explant was unintendedly reported incorrect in the follow up 001.